Manufacturer narrative:
One 6f ultimum introducer sheath, dilator, and guidewire assembly were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the right leg peripheral arterial occlusion disease, percutaneous transluminal angioplasty (paod pta) surgery, a fluid leak occurred. The sheath was inserted into the patient's left femoral artery. While flushing with normal saline, it was observed that the hemostasis valve of the sheath was leaking. The device was exchanged and the procedure was completed with no adverse consequence to the patient.